Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm and pump squirts insulin during fill tubing, and screen had scratches but is able to read screen. The blood glucose at the time of the incident was unknown. The device will not be returned for analysis.